Event description:
On (B) (6) 2010, the patient was implanted with a scs system. On (B) (6) 2010, the patient turned on the stimulation and felt strong electric sensations around his heart. The patient turned the device off. The patient later tried turning on the ipg again with the same results. The sales representative met with the patient and suggested that an x-ray be taken in case the lead had migrated. The x-ray, confirmed that the lead migrated. The representative informed the patient to turn the stimulation off until the lead is revised.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.